Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found the core of the transformer on the pkrf board broken. The current software is v3.03. The housing has multiple scratches. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return inspection with no customer complaint reported, the core of the transformer on the pkrf board was found broken. There is no patient involvement associated on this reported event. No user injury reported. This report is being submitted for faulty transformer on the pkrf observed during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the initial MDR from march 2, 2022, to january 18, 2022, and to provide additional information based on the legal manufacturer¿s investigation. A pk-sp generator was returned to the service center with no issues reported by the customer. The issues that were found on this unit were found during the evaluation of the device. The estimation found that the core transformer on the pkrf board of the device was broken. The unit also found minor scratches on the housing. It was unknown to how the transformer was broken. Once the pkrf board was replaced the unit passed all other functional tests. A complaint history review was performed on 5apr2022, this review looked at all open complaints for model number 744000. It was found that two other complaints were opened with the same failure mode of a core transformer on the pkrf board being broken. A review of capas that have been opened for model number 744000 was performed. It was found that no capas were opened for the failure mode of the core transformer on the pkrf board being broken. A DHR review was not performed on this device as it has been serviced multiple times. A review of the previous service performed on this unit shows no abnormalities. The unit was repaired accordingly. Because of this, it is likely that the repair of this unit was not the cause of the failure. Olympus will continue to monitor the field performance of this device.